Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The event was further reported as ¿the stopper on the end of the tubing has disconnected.¿ the set was filled with 8000mg fluoruracil diluted in 0.9% sodium chloride for a total volume of 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: change to: the device was filled with flucloxacillin 8000mg in sodium chloride 0.9% (remove fluorouracil). The device was manufactured from september 30, 2019 - october 2, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. The cause of the fluid was due to a broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.